Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 18.8 mmol/l, 8.1 mmol/l and 9.7 mmol/l (mobile system) 6.8 mmol/l (compact plus system) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the compact plus system.